Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardiac monitor showed bradycardia and pause episodes due to undersensing. The device also exhibited decreased sensitivity. The patient presented in-clinic on (B)(6) 2018 and the dynamic range was reprogrammed. The sensitivity could not be adjusted as it would cause oversensing, so the device continued to transmit false pauses. The patient was stable after programming changes were made. The patient presented in the hospital on (B)(6) 2018 due to an unrelated health complication. Undersensing was still observed during the device check. Although programming changes were made, compression of the device in the pocket did not improve the undersensing. No further information was available.